Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .015" offset at the tips. The bent grip has a slight separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering also observed charring on a yaw pulley. The side of one yaw pulley exhibits a char mark and has localized melting adjacent to the outer grip surface. The other yaw pulley does not exhibit any charring. While the evidence is inconclusive, engineering concluded that charring observed on the instrument indicates that unintended arcing may have occurred. The instrument passed electrical continuity testing. No other damage was found. On (B)(6) 2010, it was reported by the initial reporter that an arcing event during the surgical procedure did not occur.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the tips on the maryland bipolar forceps instrument were observed to be offset. No pt harm, adverse outcome, or injury to the pt was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during the surgical procedure.